Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. It was advised the insulin pump restarted suddenly and the reset date, time, preset bolus and preset basal rate. It was advised the coordinator changed the date and time to reflect the actual date and time along with the set basal and bolus rates. The insulin pump will not be returned for analysis.